Event description:
When pressing the button to retract the needle, there is a significant delay of the needle to retract.

Manufacturer narrative:
H.3. A follow up MDR will be submitted if additional information, a device evaluation, or a device history review is completed.

Event description:
No new information.

Manufacturer narrative:
The complaint that the needle failed to completely retract was confirmed and the cause appeared to be manufacturing related. Two videos were provided for investigation. One video showed the needle fully retracting and the retraction time was within specification. The reported issue was confirmed from the other video, which showed the needle partially retracted and subsequently fully retracting after manipulating the IV catheter. No damage to the IV catheter was identified or demonstrated in either video. As the needle became stuck inside the IV catheter, the complaint was confirmed and the appropriate manufacturing personnel were notified of this complaint. A review of our risk management documentation was performed and indicates that the potential risk of the reported event was assessed appropriately. Complaints received about this device and reported condition will continue to be tracked and trended. Information will be captured on trend reports and monitored. Our business team regularly reviews the data collected for identification of emerging trends.